Manufacturer narrative:
Retainer ring = clear. On march 06, 2021, the customer alleged was hospitalized for high blood glucose and pump under delivery and broken battery cap. Thus and carelink software was utilized and downloaded trace/history files properly. In further full review of the insulin pump history on the event date of march 06, 2021, there is no unexpected alarms/suspends and found multiple bolus deliveries that the customer manually programmed and the daily total of bolus insulin delivered are 12.3 units. Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08740 inches. The test p-cap locks properly in place in the reservoir compartment noted. Unable to verify battery cap damage due to insulin pump received without the original battery cap. Insulin pump received with cracked retainer, serial number label fading, pillowing keypad overlay and cracked select button keypad overlay. In summary, pump passed all required testing. Unable to verify customer alleged for high blood glucose. Customer alleged for the pump under delivery was not confirmed. Unable to verify battery cap damage due to insulin pump received without the original battery cap. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0958-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring = clear. Pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08740 inches. The test p-cap locks properly in place in the reservoir compartment noted. Unable to verify battery cap damage due to pump received without the original battery cap. Pump received with cracked retainer, serial number label fading, pillowing keypad overlay and cracked select button keypad overlay. (B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that they were hospitalized due to high blood glucose on unknown date with blood glucose level was over 700 mg/dl. Customer was experienced symptoms such as nausea, vomiting, abdominal pain, difficulty in breathing. Customer was treated with bolus. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer was performed displacement test and it was passed. Customer allege insulin pump was under delivering. Customer was not using auto mode. Troubleshooting was performed for high blood glucose level. The insulin pump will be returned for analysis.